Manufacturer narrative:
Issue was determined to be related to the sensors. Each sensor was tested. There was no visible damage to any of the sensors and no issues could be replicated. Safe flow was tested and worked as expected on all sensors. Errors were not able to be reproduced.

Event description:
User reported that the safe level flow channel is alerting user when operating in safe flow. While there was no patient harm, there is a risk of patient harm, so the event is reportable.